Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met pre-release specifications.

Event description:
On (B)(6) 2006, the patient was treated for an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. On (B)(6) 2008, follow-up computed tomography showed the aneurysm sac to be 5.8cm. On (B)(6) 2009, computed tomography showed a distal type I endoleak on the left side where the contralateral leg component was implanted. The aneurysm sac measured 6.9 cm. On (B)(6) 2009, the patient underwent an endovascular procedure where a contralateral leg component was implanted on the left side. The endoleak was excluded.